Event description:
It was reported to covidien in 2009, that a customer had a problem with a defibrillation electrode. The customer reports an attempt was made and no reading was obtained nor was a shock delivered. An attempt with the hard paddles was then made and a shock was delivered. The patient's condition is well; there was no problem in the patient's health because of this incident.

Manufacturer narrative:
Submit date 01/20/2009. An investigation is currently underway. Upon completion, the results will be forwarded.